Event description:
The patient was undergoing a single site robotic total abdominal hysterectomy with bilateral salpingo-oopherectomy (tah-bso) and cystoscopy. The surgeon was using a single site curved needle driver to complete the suturing at the end of the case, when the head of the needle driver broke off into the patient. The surgeon had to locate and remove several loose pieces from the patient, prolonging time under anesthesia. The side of the driver tip, which is made of hard plastic, appears to have broken off. It is also unclear whether a small piece of gray material that holds the driver hinge in place was missing on this needle driver. It was not found in the patient or in the material returned to us from the operating room. We think it may not have been placed on the hinge during manufacturing, thus allowing the driver to fall apart and break under tension. We have photos for review of the driver we recovered and a new driver we pulled apart.